Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 13f2308g shows that there is no manufacturing non-conformity and no other complaint for this lot number. The prismaflex m100 set was not returned for investigation. Pictures of the involved venous luer connector were provided. No damage could be seen in the pictures.

Event description:
A pt in (B)(6) was undergoing crrt with a prismaflex m100 set. Upon connection of the venous blood line, the nurse observed a broken male luer connector. The pt was not symptomatic and did not require medical intervention. No further info was provided.